Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review, it was noted that the patient underwent a system upgrade from an implantable pulse generator (ipg) system to an implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced for an unknown reason. No patient complications have been reported as a result of this event.